Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and agc current and the sensor check test failed pointing to yaw searchlight (sl). Once testing was completed, the yaw sl printed circuit assembly (pca) was applied behavior analysis (aba) tested, and it was verified to be the source of the fault. As a result of this investigation, fa was able to conclude that the yaw searchlight assembly was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 1 experienced repeated errors during a case, leading to its disablement. The issue arose after the arm was moved and rotated in a full rotation by the surgeon, causing the system to error. The user attempted to resolve the issue by rebooting the system multiple times, but the error persisted. Consequently, arm 1 was disabled, and the procedure continued using arms 2, 3, and 4. System logs indicated errors on usm 1 axis 1, and a hard reboot was suggested for after the case. The procedure was completed as planned with no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty yaw motor sensor board causing joint positioning sensing failures within the universal surgical manipulator 1.